Event description:
On 08/25/2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with insulin-no adjustments. The inaccurate high issue began in 2009. The pt reported blood glucose results of "300 mg/dl" with a lifescan meter and "245 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. That morning, the pt took action by taken more food/drink. Reportedly, 30 minutes after the product issue began the pt developed symptoms of "shaky and irritable." The pt did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings could not be confirmed in the meter's memory. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia 30 mins after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.